Event description:
It was reported that during a laparoscopic hernia mesh replacement procedure, the surgeon broke the top jaw on two separate devices; one jaw actually came off and fell into the patient. It was successfully retrieved. A third enseal device was used to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade broken off not returned. In addition the upper was detached returned. The device was connected to the generator and it was recognized. Because of the damage to the device not all testing was performed with the generator. The condition of the device prevented the functionality of the jaw. The jaw was unable to cycle open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.